Event description:
Reportable based on device analysis completed on 20sep2022. It was reported that a shaft kink occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the handle part of the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of proximal stent damage with struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a hypotube laser cut fracture and outer partial break at approximately 109 cm distal to strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found an outer partial break along the shaft polymer extrusion.